Event description:
It was reported that ventricular lead showed high impedances, oversensing and no ventricular stimulation. The patient received inappropriate therapies and the lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the full lead was returned and analyzed. It was noted the distal conductor had fractured. It was also noted that the defibrillator conductor was distorted, the defibrillator conductor was cut, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay had a cosmetic depression, and there was blood in/on helix/lobe mechanism. The analyst indicated that lead appeared to have been implanted with a bend in it at the fracture site.